Event description:
New information received notes that the lead was capped and replaced on 17 apr 2024. The patient was stable throughout.

Event description:
It was reported that a patient presented with over-sensing of noise noted on the right ventricular lead. No intervention or adverse patient consequences were reported.